Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), when attempting induction testing, telemetry was lost, indicated by flat electrograms (egms) and no functionality to end the testing. The "cancel telemetry" button was pushed, which stopped the test. Subsequently, telemetry was obtained and the egm returned. A complete device check was performed and all lead diagnostics and device function was noted to be normal. No adverse patient effects were reported. Technical services (ts) discussed that this sounded like text book telemetry loss and agreed with the follow-up that was performed.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.